Event description:
It was reported that during a stenting procedure, a stent dislodgement occurred. The lesion was located in the left renal artery. It is noted that this is an off label use. The physician attempted to cross the lesion with the 3.0x16mm liberte bms delivery system, but felt the stent came off the delivery device. Stent dislodgement was confirmed while pulling the delivery system back into the guide catheter. The physician then advanced and deployed a 3.0x12mm liberte bms in the lesion. The physician went back and successfully snared the 3.0x16mm stent. Procedure was successfully completed. There were no further reported pt complications. Pt status listed as "ok".

Manufacturer narrative:
Device was discarded at the user facility, therefore, no product analysis is available. The root cause of the event could not be determined.